Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device was not returned for analysis. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using two proglide devices after an unspecified procedure. Reportedly, one proglide device had a cuff miss occur and one had a suture break occur. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.